Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Failure analysis also found the following: one grip close cable was derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. Cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. The instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however frayed grip cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci inguinal hernia repair procedure where the cable had snapped on the mega needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.